Event description:
The pt experienced unspecified cognitive symptoms and hypertonia. The catheter was replaced due to an unspecified catheter malfunction. The pt recovered without sequela. The catheter was used to deliver lioresal.